Event description:
The customer reported to olympus, there was a dark shadow on the ultrasound image of the evis exera ii ultrasound gastrovideoscope. The issue was found during a procedure. The procedure was completed using a similar device. Inspection and testing of the returned device found the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Ultrasound image is defective due to the peeling of the acoustic lens. The device evaluation found adhesive on the distal sheath was detached; distal sheath was dirty; due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained; image guide protector had a cut; scope-cover had a dent; grip had a dent; due to wear of angle wire, bending angle in up/down, left/right direction did not meet the standard value; due to wear of angle wire, the play of up/down, left/righ knob was out of the standard value; due to clogging of nozzle, water removal ability did not meet the standard value; due to peeling of acoustic lens, displayed ultrasound image was defective; and insertion tube buckles and coating was peeled-off. Connecting tube; control unit; right/left knob; up/down knob; distal end; acoustic lens; and scope connector were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿caution: ·after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures warning all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.